Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterir resection. According to the reporter: when the surgeon used the trocar, there was a small piece showing in the end of the cannula. Pt was not affected. Medical intervention not required; surgery time not extended.